Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024 after 3 or more hours of insertion.insertion site was abdomen.patient regularly rotate site location.the blood glucose was 399 mg/dl at the time of event therefore the patient was treated with correction injection via mdi. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.